Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the customer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing seeing rings around lights, near sightedness, headaches from her eyedrop medications, and needs to wear glasses to read. She followed up with her ophthalmologist, who told her that she developed slight astigmatism postoperatively and that the lens was off center. She has not yet followed up with her surgeon and stated that there were no effects to her activities of daily living. She was unwilling to provide her surgeon's contact info and requested that no follow ups be conducted. There are two medical device reports associated with this event. This report is associated with the left eye.